Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (incoming testing failure) has been confirmed. As received, the electrode belt failed incoming functionality testing. Upon investigation, components l702 (ferrite beads), and esd700 (esd protection diode array) on the distribution node pca were thermally damaged. The root cause of the damaged components was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt failed incoming functional testing.